Manufacturer narrative:
Follow-up #1: date of submission 03/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: the pump powered on and the display was clear and legible. There were no ink spots on the display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (ink spots) issue. The reporter stated that there was an ink spot on the bottom of the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.